Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 2945216 204-36-12 - stem extension w/slot 120l x16 mm. 3690120 208-01-02 - cc femoral sz 2. 2908401 208-07-02 - cc posterior fem augment sz 2, 5mm. 2905716 208-09-05 - cc stem ext adaptor 5 degree.

Event description:
It was reported that a 64 yo female patient, initial right knee implanted on (B)(6) 2015, underwent a revision procedure on (B)(6) 2024, approximately 9 years 2 months post the initial procedure. The patient¿s optetrak classic ps poly on an optetrak cc femoral component were being revised for pain and wear. During the surgery, only a truliant activit-e ps & psc poly were available, so the surgeon implanted a truliant psc activit-e poly but kept the optetrak cc femur in place. There were no device breakages or surgical delays during the procedure. No x-rays were able to be obtained. The patient was last known to be in stable condition following the event. The explanted devices are not available for return as they were disposed of. No device images were provided. No further information.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.